Manufacturer narrative:
Concomitant medical product: dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The lead exhibited noise and there were changes on lead impedance trends. The lead was capped and replaced. No patient complications have been reported as a result of this event.